Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) stated that he had already changed the cassette but was using the same bags. The baxter technical service representative (tsr) explained that once a set-up was complete, the hp should change the entire set-up if there is an issue. The tsr advised the hp to cycle the power and set-up with all new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up report will be sent.